Event description:
During a cryo af ablation procedure performed on (B)(6) 2024 at (B)(6) medical center by dr. (B)(6) approximately 20 minutes after transseptal puncture, the patient was found to be hypotensive. A subsequent tte revealed pericardial effusion. A pericardial synthesis was performed, and blood was found in the pericardial space. The bleeding resolved within approximately 20 minutes, and the patient recovered without incident. The physician indicated belief that the perforation occurred during transseptal puncture. The transseptal puncture was not performed with (B)(6) products. The physician did not express belief that any (B)(6) products functioned incorrectly or led to patient harm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).